Manufacturer narrative:
A video was provided by the customer. Metal particles could not be confirmed from the video provided. The doctor did hesitate for some unknown reason while using the probe. An company equipment manager present at the facility while the probe was used did witness the metal particles in the eye after the use of the probe. The complaint does confirm the presence of metal particles based on the observation from the company equipment manager. Because a probe sample was not returned by the customer and a review of the video could not confirm metal particles during the probe being use during surgery, the root cause for the customer complaint issue could not be determined. It is possible for metal particles to be generated from the probe when cutting as this cutting action occurs from the engagement between two metal components within the probe. No specific action with regard to this complaint was taken by the manufacturing facility because the complaint reason for the metal particles could not be determined from this evaluation.

Manufacturer narrative:
No probe sample or video was returned for evaluation for the report of metal particles in the eye; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. The root cause for the customer complaint issue cannot be determined. No additional action is required at this time. (B)(4).

Event description:
A company representative reported that he and the ophthalmic surgeon observed metal particles in a patient's eye after use of the vitrectomy probe during a vitreal-retinal procedure. The particles were not removed and the product sample was discarded. There was no harm to the patient. Additional information was requested; however, none has been received to date.